Event description:
It was reported that during an ivor-lewis esophagectomy procedure, the device was utilized to anastomose the gastric portion of the anatomy to the esophagus. The anvil was purse stringed into the esophagus portion and secured with prolene suture. The resident who was utilizing the device confirmed that he felt the anvil and trocar click together. He then closed the device and the indicator went to or near the bottom portion of the gauge. He removed the safety and fired the device. He stated that it felt unusual. Upon removing the device, it was noted on the back table the stapler side donut was incomplete and the anvil side was thin in one area and not apparent in the other areas. Case was completed by hand sewing and buttressing the anastomoses with prolene and silk sutures. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.